Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the guidewire got stuck. When did the event occur?; when moving the catheter. What type of guidewire was used?; starter guidewire if the guidewire was a bsc device, please indicate the lot or j-pos number; 9671426 was a new guidewire used to continue the procedure? Or was the same guidewire used?; a new wire was used. Was the guidewire able to be removed normally?; yes was there any resistance while operating the guidewire?; was the guidewire removed and inserted into the catheter several times?; what was the activated clotting time (act) when the guidewire was stuck?; please indicate the details about the circumstances leading to the occurrence of the event; after eight applications in the lspv and two applications in the lower carina, the guidewire could no longer be advanced or retracted. Since the catheter and guidewire were carried in a bag, the condition of the guidewire might be slightly different from that during the procedure. Physician comments: patient outcome: no adverse event infected: no generator/controller: ablation catheter used: other used: event date: 2025-12-15. As reported device codes: 1367: difficult to track over wire. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The guidewire was returned still in its farawave. A visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, and the coil and ribbon are welded at the distal weld. - the guidewire was returned stuck in the farawave device it was used with. It could not be removed from the farawave without further damage occurring to the guidewire and/or device. 8.5cm of the guidewire was exposed on the distal end, and 31cm was exposed on the proximal end of the guidewire. There was blood-like material present 8.5cm from the distal tip. - the guidewire had two open coils present approximately at 0.3cm and 0.4cm from the distal weld. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "difficult patient anatomy", "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "functional: stretched/open coils". (B)(6) is unable to determine the exact cause for this incident. (B)(6) has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: -event; the guidewire got stuck. -when did the event occur? When moving the catheter. -what type of guidewire was used? Starter guidewire -if the guidewire was a bsc device, please indicate the lot or j-pos number; 9671426 -was a new guidewire used to continue the procedure? Or was the same guidewire used? A new wire was used. -was the guidewire able to be removed normally? Yes -was there any resistance while operating the guidewire? -was the guidewire removed and inserted into the catheter several times? -what was the activated clotting time (act) when the guidewire was stuck? -please indicate the details about the circumstances leading to the occurrence of the event; after eight applications in the lspv and two applications in the lower carina, the guidewire could no longer be advanced or retracted. Since the catheter and guidewire were carried in a bag, the condition of the guidewire might be slightly different from that during the procedure. Physician comments: patient outcome: no adverse event infected: no. Generator/controller: ablation catheter used: other used: event date: 2025-12-15. As reported device codes: 1367: difficult to track over wire. As reported patient codes: 9398: no clinical signs, symptoms or conditions.